Manufacturer narrative:
Correction: .

Event description:
New information reported that the original awareness date was (B)(6) 2018.

Event description:
New information reported that the patient was stable after the procedure on (B)(6) 2018.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an insulation breach and was capped and replaced on (B)(6) 2004. The lead was removed on (B)(6) 2018.